Event description:
Due to CPAP machine filter recommended now patient is not getting proper oxygen so blood is building up. Patient has had 4 pints of blood taken in 2 months time. Patient is (B)(6) and needs a proper working machine. His dr said he was at stroke levels. FDA safety report ID# (B)(4).